Event description:
Catheter inserted 12/13/96 for tpn infusion 20 hrs every 24 hours at 6-7ml/hr. Initial x-ray showed catheter was just at the right atrium inlet. No x-ray done the day of death. Child developed a bradycardia (slowing of the heart beat) with cardiac failure and died in the nicu six days after placing the catheter. Post mortem detected a big compressive pericardial effusion. The test of the fluid (15ml) showed the same composition as the tpn solution but without blood cells. Product is not available for eval. Problem reported on 3/5/97 by fax with add'l info provided on 3/7/97.